Event description:
Customer reported frequent low blood glucose levels. He reported that there was a call for paramedics while he was at work, but he was not hospitalized. Customer stated that sometimes his blood glucose reading goes down to 82 mg/dl. During troubleshooting, it was found that the customer uses the correct priming technique, the programming is accurate, and that the reservoir shows the same amount of insulin as shown on the status screen. Customer stated that he has spoken with his physician and the settings on the insulin pump have been adjusted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.